Manufacturer narrative:
The product referenced in this complaint was disposed and will not be returned to intuitive surgical, inc. (Isi) for failure analysis. Therefore, the root cause of the customer reported failure could not be determined. This complaint will be reopened if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the site's complaint history revealed no other complaints related to this event. No image or video clip for the reported event was submitted for review. A review of the device logs for the prograsp forceps (part# 471093-11, lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the prograsp forceps was last used on (B)(6) 2022 via system serial# (B)(4). There were 0 use remaining after this last usage. This complaint is considered a reportable event due to the following conclusion: it was alleged that the instrument broke and the reporter was unable to confirm if a fragment fell inside the patient during a da vinci assisted procedure. At this time, the location of the missing instrument fragment is unknown and it is unclear if the fragment actually fell inside the patient and was retained. In addition, the root cause of the customer reported failure mode remains unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.

Event description:
It was reported that inspection during central processing identified that the prograsp forceps instrument cable was damaged. The customer received phone assistance from the technical support engineer (tse). Tse recommended the customer not to use the instrument for the next procedure. Isi followed up with the initial reporter and obtained the following additional information on (B)(6) 2022: the prograsp forceps instrument was used during the procedure on (B)(6) 2022. During the central processing on (B)(6) 2022, the damaged tip cable was confirmed. It was unknown when the instrument was damaged and whether a fragment fell inside the patient¿s body during the procedure on (B)(6) 2022. It was further reported that despite the observed issue, the instrument was used again during the procedure on (B)(6) 2022. The instrument will not be returned since it was discarded. Information regarding patient demographics, relevant testing, and medical history were requested however, the reporter was not able to provide that information.